Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the up , down, and ok keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the down button is intermittently responsive. The keypad was peeling and was removed for investigation. Contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).